Event description:
Additional information was received that the field representative interrogated the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and found to be operating within normal limits. It was also noted that there were no stored episodes from the day of the reported syncope.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a syncopal episode that he did not recollect. The patient was hospitalized for eight days and then sent to a nursing home facility. Boston scientific technical services (ts) was consulted by the physician after the patient was discharged. Ts reviewed the remote home monitoring system and noted that there were no recent transmissions. Ts suggested having a field representative perform an interrogation of the cardiac resynchronization therapy defibrillator (crt-d). It was also noted that the patient has a spinal cord stimulator implanted with the crt-d. At this time the cause of the syncope remains unknown and no additional adverse patient effects were reported.